Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Per general description, all inratio results were conducted thirty minutes apart from the reference result. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.3, 3.1, reference: 2.7, 2.7, mean: 3.0, 2.90, confidence limits: 1.8-4.2, 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user: 1st inr: 3.3, 2nd inr: 3.1, mean: 3.20, sd: 0.14, %cv: 4.42. Since 4.42% is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Mean and cv% calculations from comparison test data provided by end-user revealed that both inratio and lab values are within the confidence limits and meet precision criteria for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter and strips were not expected to be returned. Further testing is not required at this time. As of (B)(4) 2009, 12 discrepant result complaints were reported for lot #214540 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009, inratio: 3.3, 3.1, lab: 2.7, 2.7. Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2009, inratio: 3.3, 3.1.